Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure, the delivery system exhibited a possible leak and could not clear the air. The delivery system was not used and another system was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that there was a mechanical problem with the flush tube of the delivery system. Flat wire was found protruding from the delivery system outer shaft. The delivery system outer shaft was kinked/buckled. There was a mechanical problem with the stability member of the delivery system. Blood was observed on the delivery system (not obstructed), the sheath, the outer shaft, on the flush port valve, the inner shaft, and on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kinked/buckled at 5.2 cm and 100.3 cm from the distal end of the delivery system. The stability member is kinked/buckled at 41.7 cm from the distal end of the stability member. There is exposed wire mesh on the outer shaft at 3.1 cm from the distal end of the delivery system. There is a leak in the handle located at the proximal end of the flush tube. The flush tube is not seated on the hose barb connection inside of the handle. There is blood on the outer shaft located that the distal end of the stability member, in the flush tube and in the tether tube. If information is provided in the future, a supplemental report will be issued.